Event description:
During a remote follow up, it was observed the device was in back up mode and premature battery depletion was suspected. Additionally, episodes of noise resulting in oversensing and pacemaker mediated tachycardia were observed. The device was explanted and replaced to resolve the event. The patient was stable.